Manufacturer narrative:
(B)(4). Investigation is ongoing and a supplemental medwatch report will be sent when the investigation is completed. According to received information, the device was discarded by the user, and is not available for product investigation. This event is not classified as adverse event, as the report of death was additional information to the report. This event was classified as event, which could have led to serious injury, if it were to recur. B)(4).

Event description:
(B)(4). A picco catheter was inserted into a patient of critical general condition. It was planned to insert a picco catheter of 22cm length. Unintentionally, a picco catheter of 50cm length was picked from stock, and inserted into a. Brachialis, instead of a. Radialis. The patient did not show reactions or changes in condition after the insertion of the catheter. After about 3 hours, it was recognized by experienced physicians that the measurement values were not adequate and the catheter was removed. In the later course, the patient died ((B)(6) 2016). The subject of the present complaint is the request by the customer to have the indication of the position of the puncture on the label of the packaging, instead of only within the IFU. (B)(4).

Manufacturer narrative:
A complaint review revealed that there was no similar issue within the last 4 years. A review of the risk analysis concluded that current probability of occurrence is consistent and compatible with the accepted probability of occurrence in the current risk analysis and therefore the measure for risk reduction are considered to be still adequate. As a result no measure will be taken. The root cause for this issue is seen as a handling error by the user, not following the IFU. Due to the circumstance, that the patient was already before treatment in a critical ill condition and that the condition did not change for the worse after and during the insertion of the picco catheter, it is seen as not likely that the picco catheter contributed to the patient death in the later course. This issue will be further monitored on the market to identify trends and take actions, if necessary. (B)(4).

Event description:
(B)(4).